Event description:
It was reported invalid impedances were identified during the trial scs procedure (B)(6). The procedure was successfully completed using a new extension; however, this event resulted in the procedure being extended by one hour.

Manufacturer narrative:
Eval: this device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Results: as received, a visual inspection of the returned extension did not find any damage that would relate to the observation. Normal markings were observed during the inspection due to usage. The extension passed all electrical testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.